Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed during rewind. The customer stated they were high and programmed some insulin and it started alarming. The customer received motor position encoder error alarm. The customer's blood glucose was 240mg/dl. The insulin pump may have been alarming to notify she was high, and then it stopped. Also, the dome label sticker was missing. Advised customer to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery; unable to confirm e70 error alarm due to history file overwritten with a47 alarms; the a47 alarms due to a corrupted history file also, unable to verify a35 alarm due to motor error alarm. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump had normal operating currents and passed self test, a21 error test, rewind test, basic occlusion test, prime test and displacement test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and missing the end cap sticker.